Manufacturer narrative:
Concomitant medical products: rvdr01, ipg, implant date: (B)(6) 2020. Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced syncope. Dislodgement was identified on the right atrial (ra) lead, it had pulled back to superior vena cava. Lead fracture was confirmed on the right ventricular (rv) lead. Both the ra and the rv leads were removed and replaced. No further patient complications have been reported as a result of this event.